Event description:
It was further reported that the non-target lesion was treated 8 days later not 7 as previously reported.

Event description:
(B)(4). Same patient as 2134265-2011-05754. It was reported that following a coronary artery treatment procedure, the patient experienced angina. (B)(6) 2009, the patient had an acute inferior myocardial infarction, reperfused with retavase. The patient underwent cardiac catheterization and subsequent angioplasty and stent placement with a 4.0 x 32 boston scientific veriflex plain metal stent to the proximal rca. On an unspecified date, the subject presented with complaints of recurrent episodes of chest tightness and exertional dyspnea as well as fatigue consistent with recurrent angina which had been progressive. The subject was referred for cardiac catheterization. (B)(6) 2011, coronary angiography findings revealed: lad: 20-30% stenosis in its mid third with mild luminal irregularities with no significant in-stent restenosis in the previously deployed study stent in the mid lad, 80% eccentric ostial proximal stenosis in the 1st diagonal, no significant stenosis or in-stent re-stenosis in the previously deployed study stent in the proximal portion of the 2nd diagonal lcx: 50% mid stenosis, 50-60% distal eccentric stenosis. Rca: 50-60% smooth in-stent restenosis of the previously deployed boston scientific veriflex plain metal stent in the proximal segment, 30-40% smooth eccentric in the distal third and pda, 40-50% at the junction of proximal and mid segment. Seven days later, the non-target lesion located at the ostium (proximal segment) of the 1st diagonal with 80% eccentric stenosis was treated with pre-dilatation and placement of a 2.50 x 12 mm ion drug eluting stent with 0% residual stenosis. The next day, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).